Event description:
Received info regarding a luer lock disconnecting from the tubing. Customer's blood glucose level was slightly high, but was not over 200 mg/dl.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.